Event description:
In 2004, pt had a 7mm plug implanted in the posterior aspect of the lateral femoral condyle of her left leg. Sometimes later, the pt started having some discomfort. MRI showed some continuity at the joint surface but a significantly contrasted density in the subchondral bone showed a very bright tunnel. The surface looked irregular with a suggestion of hypertrophy.

Manufacturer narrative:
As part of our risk management process a retrospective review of trufit plug complaints (2004 to 2007) which was prior to smith-nephew integration has been conducted. As a result, this complaint has been determined to be reportable.